Event description:
It was reported that perforation was noted prior to discharge. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.